Event description:
On (B)(6) 2026, a patient underwent a computed tomography guidance lung biopsy procedure through soft density tissue using marquee kit instrument. During the procedure, it was reported that the device needle was bent, and needle was very difficult to remove from the patient. Coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first photo shows the labelling information of the device which was cross verified with the tw details. The second photo shows one 18g marquee device which was inside a taped package. Therefore, the investigation is inconclusive for the needle bent and difficult to remove as the provided photo does not support the reported event. A definitive root cause for the needle bent and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a computed tomography guidance lung biopsy procedure through soft density tissue using marquee kit instrument. During the procedure, it was reported that the device needle was bent, and needle was very difficult to remove from the patient. Coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.